Manufacturer narrative:
Samples of two packs were evaluated. The packs were opened and there was no unusual odor/smell in the packs. The root cause could not be determined as multiple packs were being used, and we cannot conclusively determine that the packs were the direct cause of the incident.

Event description:
Various custom procedural trays were opened prior to a surgical procedure. A strong odor was noted. One staff member in the or apparently had an anaphylactic reaction and was sent to the emergency for treatment. The specific treatment she rec'd is not known. She was subsequently discharged. No other staff members were affected. The procedure was carried out without further incident.